Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a fall with loss of consciousness with consequences and vagal chock on two occasions. Additional information is not available.